Manufacturer narrative:
(B)(4). Batch # p58257. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Reload evaluation: the analysis results showed that an ecr45b cartridge reload was received. The reload was received fully fired. Upon further inspection of the reload it was found to have cartridge deck damage; this damage is consistent with the device being clamped over a hard object. No functional test could be performed due to the condition of the reload. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Batch: m53h4u . Manufacture date: 05/08/2015 . Expiration date: 04/08/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, safety lock, not fired. There were no patient consequences reported.